Event description:
It was reported that the atrial lead exhibited noise which resulted in auto mode switch episodes. The noise could be reproduced. The patient was referred to another clinic. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.